Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a suspected inappropriate shock for supra ventricular tachycardia (svt) from their implantable cardioverter defibrillator (ICD). The ICD's morphology discriminator showed a match but the rate was too fast to be applied. It was also noted that the ICD was close to recommended replacement time (rrt). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.